Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported: loosening. Date of surgery and event date are unknown. 4 years after the procedure. Device is trident psl, but size is unknown.